Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: large bulging cyst; 30 milliliters of dark brown thick viscous fluid; 100 milliliters of fluid was removed from the cystics area and hip capsule; short rotators significantly deficient; minimal taper fretting and corrosion; significant amount of brown amorphous material within the hip joint; acetabular and femoral components showed some evidence of wear. Adapter sleeve and femoral stem added to complaint.

Event description:
Litigation alleges that the patient suffered injury and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.